Event description:
During an esophageal dilation, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported that during the pressure increase from 16.5 mm to 18 mm level, the balloon bursts abruptly. A section of the device did not remain inside the patient's body. The patient required application of endoscopic clips to close the laceration caused by the balloon rupture.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Our evaluation of the picture provided confirmed the report. The picture shows the distal end of the device, and there is a rupture/split in the balloon material. The rupture appears to be from the middle to the proximal end of the balloon; however, the distal portion is not visible fully. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photo describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the picture provided confirmed the report. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. In the report it does not state if negative pressure and lubrication were applied to the balloon prior to advancing down the endoscope accessory channel. The IFU states: "to facilitate passage through the endoscope, apply negative pressure to the device." "Apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." "Maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." A leakage/damage to the balloon material can occur if the balloon comes into contact with a sharp object or a burr in the endoscope channel. Another possible contributing factor to a leakage in the balloon material is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Our evaluation of the picture provided confirmed the report. The picture shows the distal end of the device, and there is a rupture/split in the balloon material. The rupture appears to be from the middle to the proximal end of the balloon; however, the distal portion is not visible fully. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photo describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the picture provided confirmed the report. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Additional information received indicates that negative pressure was not applied to the balloon prior to advancing down the endoscope accessory channel and it is unknown if lubrication was applied. Negative pressure and applying lubrication will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. A leakage/damage to the balloon material can occur if the balloon comes into contact with a sharp object or a burr in the endoscope channel. Another possible contributing factor to a leakage in the balloon material is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that negative pressure was not applied to the balloon prior to advancing down the endoscope accessory channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophageal dilation, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported that during the pressure increase from 16.5mm to 18mm level, the balloon bursts abruptly. A section of the device did not remain inside the patient¿s body. The patient required application of endoscopic clips to close the laceration caused by the balloon rupture.